Manufacturer narrative:
Method - device not returned, follow up with company rep.

Event description:
It was reported by a physician that "during a procedure the cement never set and was granular". It is unknown as to whether it was injected into the patient. No additional information was reported.